Event description:
It was reported an issue with novosyn suture. The client reported that the operating room staff found two boxes with a blue flexocrin band (and a novosyn label) while inside were novosyn product. No further information received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units (236 boxes) of this code-batch. There are no units in our stock. According to the information received, the customer received two product boxes with flexocrin pre-printed box and the box label and product inside the box correspond to a novosyn reference-batch (code g0068735; novosyn violet 5/0 (1)45cm 2xvlm8 (m) and batch 119412). Therefore, the box label and the product match perfectly (novosyn), but the pre-printed box is wrong (flexocrin). This mistake took place at the moment of selection of pre-printed box of the product in the warehouse. The person who was conditioning the product, selected a wrong pre-printed box and did not notice that. Upon investigation, only these two boxes are affected by this problem. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the pictures received show two product boxes that do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the two boxes concerned as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.